Manufacturer narrative:
Additional information: e3 - healthcare provider information.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant and replacement of the device was successful on (B)(6) 2021 and the patient was stable.